Manufacturer narrative:
System report: continuation of concomitant medical products: product ID: 3889, serial# (B)(4), explanted:(B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for interstitial cystitis and pelvic pain. It was reported that there was a lead migration of ins and a revision was performed. No further symptoms or complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the lead revision was successful and the lead was not going to be returned.